Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have air bubbles in reservoir. Customer's blood glucose was 87 mg/dl. During troubleshooting, customer was instructed to purge bubbles out with plunger. After troubleshooting, customer was advised to call should issue persist. No further information provided.